Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon reported the 511s trocar tore when the camera was placed in the trocar. Another trocar was pulled to complete the case. The trocar was included in an ftr73 cholecystectomy tray. There was no consequence to the pt.